Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The hard drive was replaced and the system files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot. No pt injury was reported.